Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient was experiencing wound healing issue at the insertion site. The physician decided to end the trial and removed the leads. The patient was provided oral antibiotics. There have been no reports of further complications regarding this event.